Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing and one electric shock for what appeared to be supraventricular tachy-cardia (svt) with rapid ventricular response (rvr). Technical services (ts) discussed reprogramming options. Device remains in service. No additional adverse patient effects were reported.